Event description:
It was reported that during a coronary artery stenting procedure, stent damage was observed. The lesion being treated was located in the distal right coronary artery (dist rca). The lesion was 90% stenosed with severe calcification and severe tortuousity. The physician stated "it was difficult to advance the taxus liberte to the lesion. Eventually, the stent strut lifted up due to the calcification." The procedure was completed with a different size taxus liberte stent. The pt had no injuries during the procedure, and their condition is listed as "good".